Event description:
It was reported a patient's ECG (electrocardiogram) presented with frequent ventricular premature beats and the patient felt chest tightness. The right ventricular (rv) lead has intermittent pacing, poor sensing function, high pacing threshold, and intermittent loss of capture due to lead dislodgement. Confirmed by radiographs. The lead was revised and left in place on (B)(6) 2025. Post-procedure the patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.